Event description:
It was reported that the 6600 system shut down during a case. The 6600 system had to be removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The hospital technician could not duplicate the failure. The system was found to be working as intended and put back into service. The customer canceled the service call. A follow up report will be filed when additional details become available.